Event description:
The customer reported that the left monitor was giving error messages. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep secured the video input connector. The system operates as intended.